Event description:
The customer reported that the system would not x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The generator boards and the chips were reseated. The batteries were checked. The system was tested and operates as intended.